Event description:
It was reported that the patient underwent a plif l4-s1 for degenerative disc disease and spondylolisthesis. At 7 month post-op, the patient presented complaining of pain and numbness down his right leg. X-rays taken showed the right s1 pedicle screw broken mid-shaft. At 6 days later, the patient underwent a revision surgery to remove the screw.

Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.